Manufacturer narrative:
No button error alarm noted during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. It also had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a button error alarm during normal use. The customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.